Event description:
During an ICD follow up performed on (B)(6) 2013, it was reportedly not possible to program the left ventricular pacing in bipolar configuration, an analysis is requested.

Manufacturer narrative:
(B)(6), 2013. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under (B)(4). Analysis is pending.